Manufacturer narrative:
Pod data showed no timeouts or drive stalls, indicating that there was no evidence of struggle to deliver insulin during operation. The exposed portion of the soft cannula was observed to be stretched and out of specifications at 1.401 inches. The stretched cannula prevented fluid from flowing through the complete fluid path. No other damages or defects that would affect the delivery of insulin were observed. It could not be determined when or how this damage was sustained. It can not be confirmed as a cause of the reported event. The pod was received with no evidence of blood. Investigation results found no evidence of any damage or manufacturing deficiencies that would cause bleeding or bruising at the infusion site. No problem was found. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels (bg) reached over 250 mg/dl, while wearing the pod between 36 and 48 hours, when it was removed from the infusion site. For treatment, the patient changed out the pod for a new pod.